Manufacturer narrative:
One sample model 2426-0007, lot 25023008 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated below the pump safety clamp. No other defects or abnormalities were observed. The customer complaint was verified and quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause of separation between the pump safety clamp and tube could be related to the solvent dispenser. The failure mode caused by a combination of tuve ovality and inconsistent solvent application was replicated and a maintenance order to adjust the solvent dispenser pins of upper and lower fitment stations from 1.2 to 1.4 milimeters and ensure consistent performance moving forward. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that when they take the tubing out of the pump, the tubing came apart at the blue, horizontal clamp